Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they changed out the patient probe from foley to rectal (md wanted the foley out). 30 minutes later the nurse noticed the arctic sun device was "suddenly cooling the patient." Had send a screenshot of the graph. They could see that someone changed the targeted temperature (tt) and rate around noon. It was set for 34c to rewarm at a rate of 0.2c/hour. Patient temperature (pt) was 32.6c, water temperature (wt) was 5.5c, tdi showed three arrows down. They claimed nobody else touched the machine and did not make this change. Explained this must be changed manually. Changed targeted temperature (tt) back to 37c and rate to maximum and added a bair hugger. Explained they could pull the data, but it would not show which user made the change so it was likely not worth the effort. Suggested that they ask around and see if anyone else might have made this change. At this point they could only move forward, however. Per customer information received via phone on 11july2023, it was reported that it was a male patient. No other identifying information could be remembered. Therapy was completed and there was no impact to the patient and said that it took hours to regulate the temperature. Mis advised to change the probe to a rectal probe and also walked through manually adjusting the rewarm rate. The device was sent to biomed.

Event description:
It was reported that they changed out the patient probe from foley to rectal (md wanted the foley out). 30 minutes later the nurse noticed the arctic sun device was "suddenly cooling the patient." Had send a screenshot of the graph. They could see that someone changed the targeted temperature (tt) and rate around noon. It was set for 34c to rewarm at a rate of 0.2c/hour. Patient temperature (pt) was 32.6c, water temperature (wt) was 5.5c, tdi showed three arrows down. They claimed nobody else touched the machine and did not make this change. Explained this must be changed manually. Changed targeted temperature (tt) back to 37c and rate to maximum and added a bair hugger. Explained they could pull the data, but it would not show which user made the change, so it was likely not worth the effort. Screenshot attached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.